Manufacturer narrative:
Cfn (B)(4). Follow up emdr submission for device evaluation. Longitudinal crack damage was confirmed on the returned product. DHR review could not be performed since lot information was not provided by customer. Confirmation of longitudinal crack damaged to the valve on the mating end. Lot number was not provided to perform DHR; however, carefusion has taken proactive approach by issuing nolato contour (manufacturer of the valve component). A supplier corrective action request in (B)(6) 2015 and response has been received. Two likely root causes were established by our supplier. Possible root cause is due to a weak knit line from a startup part. No known root cause in the nolato system can be found or within nolato¿s control. No additional corrective action is required at this time. The evaluation to the effectiveness of this scar relative to this specific component¿s defect is unknown since lot number was not provided to pinpoint its manufacturing date.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4)

Event description:
Valve has a crack, but the drainage was still working. Catheter is implanted since (B)(6) 2015. Neither patient injury nor medical intervention has been reported. Additional information received 3-feb-2016: do they know how the valve became cracked? No. The patient used a spray for disinfection - "softasept". Did they experience any difficulty attaching the cap or lockable drainage line at any point? In what way was it difficult? No different and difficult experience while attaching the cap. Is the valve going to be replaced? The valve was replaced. Is the valve leaking? There was no leaking. The drainage could be performed as before